Event description:
Ous MDR - after an implantation period of approx. 20 months, a loss of capture was reported. During the revision procedure a bend of the lead was observed. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection.the visual inspection revealed the ligature marks approx. 33.5 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a deformed insulation approx. 35 cm distal to the is4 connector pin. In that section, the conductor coil was found fractured. This broken contact in the conductor coil was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.